Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a device reading of 303 mg/dl and a concurrent fingerstick of 292 mg/dl, following a recent infusion set change with a teflon inset and adequate insulin in the cartridge; the user reported chest pain, had announced a meal approximately two hours prior, and the system was delivering correction doses with glucose trending down to 275 mg/dl by the end of the call. Symptoms included chest pain. Outcomes included continued device use with monitoring and a plan for follow-up. Investigation included technical review of device-delivered corrections and user-reported infusion set status. Investigation of this case revealed no reported infusion set leaks or visible tubing issues and evidence of automated correction dosing, with glucose beginning to decline. It was concluded that hyperglycemia occurred with an unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.